Manufacturer narrative:
Follow-up #1: date of submission 05/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: on investigation, the display was noted to be damaged; there were segments missing and a vertical line through the middle of the display screen. The pump was opened for investigation and revealed a defect display flex (wire).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. The reporter confirmed that the display screen could not be read safely due to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.